Event description:
According to the reporter, on the first device application, the activation and end tone was heard. However, no steam/smoke, blanching of tissue, or thermal spread was recognized. After the end tone, the surgeon applied the knife blade and opened the jaw but noticed a vessel bleeding. The device was used to control the bleeding, but it took several applications. Surgeon continued to seal tissue at the greater curvature but each time it was activated there were no visual signs that the seal was complete or successful. No steam or thermal spread were observed after continued activation. Less than 250cc's of blood loss. No patient injury resulted from the issue. Another device was plugged into the same generator to complete the procedure.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. However, no steam/smoke, blanching of tissue, or thermal spread was recognized. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on the first device application the activation and end tone was heard. However, no steam/smoke, blanching of tissue, or thermal spread was recognized. After the end tone, the surgeon applied the knife blade and opened the jaw but noticed a vessel bleeding. The device was used to control the bleeding, but it took several applications. Surgeon continued to seal tissue at the greater curvature but each time it was activated there were no visual signs that the seal was complete or successful. No steam or thermal spread were observed after continued activation. No patient injury resulted from the issue.